Manufacturer narrative:
Added health effect: impact code corrected conclusion code.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6)2020, the patient was being treated for peripheral vascular disease in the external iliac using a gore® viabahn® endoprosthesis with heparin bioactive surface deployed within the sheath. It was reported the device deployed in the sheath with a small portion of the device extending outside of the sheath. The physician's suspected cause of the device deploying in the sheath is unknown. Both the sheath and device were removed from the patient. Another gore device was used to complete the procedure. The patient tolerated the procedure.